Manufacturer narrative:
The device is not available.

Event description:
The physician was unable to detached the coil after several detachment attempts; therefore, the physician decided to remove it. It was reported that as the coil was being removed, it prematurely detached, resulting in part of the coil protruding into the parent vessel. There were no reported clinical consequences to the patient. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. An assignable cause of undeterminable will be assigned to the event as the review and analysis of all available information was unable to indicate an assignable cause or probable assignable cause.

Event description:
The physician was unable to detached the coil after several detachment attempts; therefore, the physician decided to remove it. It was reported that as the coil was being removed, it prematurely detached, resulting in part of the coil protruding into the parent vessel. There were no reported clinical consequences to the patient. No further details were provided.